Manufacturer narrative:
The ldl-cholesterol gen.3 lot number is 74701901 and the expiration date is 31-jul-2025. The customer suspected that there was crystallization that was affecting their results. The customer cleaned the reaction cup and wiped the sample needle and reagent needle. They checked the stability of the light source lamp and the cell blank was normal. They performed a stability check and it passed. The issue was locally solved by the customer.

Event description:
There was an allegation of a questionable ldl-cholesterol gen.3 result from the cobas 8000 c702 module. The initial result was 5.29 mmol/l, and the repeat result was 3.39 mmol/l. The questionable result was not released outside of the lab because it did not match the patient's clinical diagnosis.